Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
Following the implant of an evoke spinal cord stimulation (scs) system, the patient reported an uncomfortable stimulation. The patient was returned to the operating room under local anesthetic so communication was possible. The cls pocket was opened, leads were disconnected from the cls, and an impedance check was performed. The patient did not report uncomfortable stimulation. The cls was replaced and the revision procedure was completed. Programming was performed when the patient was in recovery with no issues.

Manufacturer narrative:
Additional information: section d4 - expiration date, section d4 - unique identifier (UDI)#, section h3 - was the device evaluated by the manufacturer? Section h4 - device manufacture date, section h6 - codes updated, section h10 ¿ manufacturer narrative. The evoke closed loop stimulator (cls) was returned to saluda for analysis. Testing performed identified high impedances resulting in disconnection. Further analysis concluded that intermittent physical contact between the microcontroller shielding and the case of the device contributed to the reported event. The cause of the ground fault was established as an error during the manufacturing process.